Event description:
It was reported the valve was explanted due to paravalvular leak and replaced with another manufacturer's valve. Exact date of implant is not known at this time. Additional information has been requested.